Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to reoccurring incontinence. A new aus device was implanted. There were no additional patient complications.